Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Reporter phone: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) during loading get broken. The surgeon did not immediately notice it. He started to insert the iol in the patient's eye when he saw a broken piece coming out, he immediately removed the injector and extracted the small piece, lens was not fully delivered. It was reported that there was no consequences or injury for the patient. No further information available.